Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit was producing an noisy image and had foreign material present. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the poor quality image. No definitive root cause could be established for the presence of foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, ti was discovered that the olympus gastrointestinal videoscope was presenting a noisy image and had foreign material present in the air/water channel. There was no patient involvement during this event.